Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. A visual inspection of the device on arrival revealed no abnormalities. An attempted interrogation of the device failed, confirming the clinical observation. Therefore the device was subjected to an electrical analysis. Thereby it was revealed that the device¿s internal system clock frequency was outside of the expected range. This likely caused the failure in communication and prevented successful interrogation. To investigate the aforementioned further, the device was opened to analyze the electronic module and internal components. A visual inspection of the inner assembly showed no anomalies. Despite a thorough component analysis, no defects were identified that would account for the observed system clock frequency being outside the expected range. After reset of the system clock, the underlying failure mode could not be reproduced under test conditions. Although no definitive root cause was identified, an undetected intermittent failure of the electronic module cannot be ruled out as a potential cause of this event.

Event description:
It was reported that the device was not interrogable, but it paced. The pacemaker was replaced.

Event description:
It was reported that the device was not interrogable, but it paced. The pacemaker was replaced.